Event description:
A nurse reported that during a procedure, the cassette and air lines introduced several bubbles into the eye preventing the surgeon from visualizing the inside of the eye. A new cassette was used and the procedure was completed with no pt harm reported. A 15-20 minute delay occurred due to this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).